Manufacturer narrative:
Correction: date of this report was inadvertently documented as (B)(6) 2016 on the initial report. The correct date was (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that the burr devices would not stay engaged when used with the handpiece device and the long attachment device. It was reported that there was no allegation of a malfunction with the burr devices. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.